Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer performed ise and sipper circuit cleaning. He ran calibration and a precision check. The investigation did not identify the specific cause of the event. The issue appeared to be resolved by the service actions.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. The sample results were high, so the customer repeated them on another c 311 system or the same cobas c 501. An example was provided of an initial result of 160 mmol/l and repeat results of 160, 145, and 150 mmol/l. The questionable results were not reported outside of the laboratory.